Manufacturer narrative:
(B)(4). Date sent: 08/02/2021. D4: batch # 242a09. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and without reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the spring firing trigger became out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, the firing trigger broke and remained functional, but lacked any resistance and was prone to activation with any movement. The surgeon reported that on one of the firings (but not the first), that there was very high force to fire and that he stopped squeezing the trigger and that after releasing the tension on the trigger, something clicked and he was able to fire again, but with a very noticeable change in resistance (much less) on the firing trigger. The case was completed with the affected device and there were no patient consequences.